Event description:
It was stated the patient has had like 8 battery replacements and it normally does this unpredictable stimulation near then end of life. It was reported the patient felt ¿like it was going up and down on its own.¿ additional information reported the patient had replacement surgery in (B)(6) 2011 due to ¿failure of generator.¿ it was reported this was normal battery depletion. Patient outcome was not provided. Refer to manufacturer report # 3007566237-2013-03200 for previous battery replacement.

Manufacturer narrative:
(B)(4).